Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 6.8 mmol/l. The customer stated that their is crack on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the lcd window corners, scratches on reservoir tube window, cracked battery tube threads and missing the end cap sticker.